Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: netherlands. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00577, 0001526350-2023-01682. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the width plate was damaged; however, the repair was not completed because width plates are not repairable. The width plates were returned to the customer as is. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the motor speed not stable and there was a damaged plate. The event timing was during preventive maintenance. There was no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the width plate was confirmed damaged. No adverse events were reported as a result of this malfunction.